Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. The field service engineer was able to log into the station as an administrator and proceeded to turn off the firewall before rebooting the station. Upon inspection, it was observed that the network cable was plugged into the incorrect network port. The cable was reseated into the correct port, allowing the station to come up properly. As a result, the drawers were detected successfully, and remote support was able to access the station. A case was opened with the customer¿s it team regarding the communication issue. The customer later confirmed that their it team resolved the issue, and no further assistance was required. Before rebooting the station. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.